Event description:
It was reported that a cartridge alarm occurred during the load sequence. Cts instructed caller to remove cartridge from pump and deliver a 9-unit bolus. Cts informed the caller that iob will be affected. The bolus completed successfully. Caller was able to load a new cartridge and resume insulin therapy. There was no adverse impact to the customer¿s blood glucose level.